Manufacturer narrative:
Patient information was unavailable from the site. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during cerebral arteriovenous malformation (cavm), marker band of marathon catheter dislodge during the delivery to the right posterior cerebral artery (pca). It was reported that during procedure, the physician started delivering the marathon to the right pca, but in the middle of the delivery, the physician could not see the marker of the marathon through the angiography. Prior to the delivery, the marathon was delivered to basilar artery (ba) once and removed from the patient with a guidewire in order to change the guidewire shape. Then the physician inserted the marathon again and started delivering to the right pca. The marker was seen on angiography when the marathon was delivered to the ba. Eventually the physician gave up delivering the marathon to the right pca and removed the device from the patient. The marker was found missing and nowhere to be seen. Also, the marker was not located inside the patient (intracranial). New device was used to continue the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, approximately 3.5cm of the distal tip and marker band were found separated and missing from the marathon catheter. The location of the missing segment is not known. No damages or irregularities were found with the marathon hub and the catheter body. The tubing material at the broken end exhibited with jagged edges and stretching. No other anomalies were observed. The broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter se parted when exceeding the tensile strength of the tubing material. It is possible high force was used (pushing/pulling); subsequently causing the catheter to separate. However, the root cause for the catheter separation could not be determined. All products are 1 00% inspected for damages and irregularities during manufacture. As noted in the marathon IFU (instructions for use): ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ if information is provided in the future, a supplemental report will be issued.